Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the blender poppet, which was damaged from physical damage to the assembly that originated at the blender knob. Based on the physical damaged observed, it is suspected that the device was dropped by the customer and it landed on the blender knob, which bent the metal chassis of the pneumatic module inward.

Event description:
The end-user reported that the unit was "not calibrating." The customer was not able to duplicate the complaint as the unit passed the two point calibration. The customer noticed that the blender dial did not match up to what was being displayed on the unit and was out of tolerance. When the customer set the blender dial to (B)(4)%, the displayed fio2 was (B)(4)%. The customer placed an external analyzer in-line and found that the analyzer matched the displayed value. There was no patient involvement associated with this reported issue.